Manufacturer narrative:
Article citation: o¿connell, r.l., sharma, b., el-sharkawi, d. Et al. Oncological outcomes after multidisciplinary management of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Ann surg oncol (2023). Https://doi.org/10.1245/s10434-023-13889-3. Continued e.1 zip code: (B)(6). Continued h.6 health effect impact codes: f1901 additional surgery, f2201 biopsy. The events of capsular contracture, baker grade unknown and suspected bia-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported through journal article ¿oncological outcomes after multidisciplinary management of breast implant-associated anaplastic large cell lymphoma (bia-alcl)" an incidental finding of bia-alcl "after routine histological examination of the capsule specimen following total capsulectomy and implant exchange for capsular contracture. The patient then underwent implant removal as a second procedure." Pathological biomarkers alk- and cd30+ have not been received.